Event description:
It was reported that deflation issue occurred. Vascular access was obtained via an unspecified vessel of the left upper arm. The 100% stenosed, total occlusion target lesion was located in the moderately tortuous and severely calcified common iliac artery to superficial femoral artery. A non bsc introducer sheath was used. After a non bsc guide wire crossed the target lesion, the 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, the balloon was unable to deflated after the first inflation. Since the lesion was so "tight" the physician suspected that the shaft of the device was kinked. An attempt was done to slightly pull the shaft of the device and the balloon was able to be deflated. The device was removed then checked and it was confirmed that the shaft was kinked. Then a 7.0mmx40mmx135cm sterling balloon catheter was advanced to the lesion but it was noted that the shaft of the device was kinked. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no original packaging or other devices. The shaft was kinked in three places; 29.5cm from the distal tip, 30.5 cm from the distal tip, and at the proximal weld. The inner shaft was kinked 4cm from distal tip. Magnified inspection revealed distal outer buckling in numerous locations and shaft damage near the tack weld. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was performed using an inflation device filled with water. The complaint device was inflated to rated burst pressure (rbp) and deflated within the required performance deflation time. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).